Event description:
It was reported that the patient underwent a posterior lumbar fusion at l3-4 using rhbmp-2/acs. Following surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed the patient had developed bony overgrowth and subsidence. The patient reportedly has received significant medical treatment to care for the injuries caused by the original fusion surgery and has never recovered from the surgery, and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure part I: vertebral corpectomy, lateral approach of l2, l3 and l4 lateral lumbar arthrodesis at l3-4 and l2-3 interbody cages at l3-4 and l2-3 use of allograft part ii: posterior lumbar arthrodesis at l2-3 lumbar laminectomy of l2-3, l3-4 lumbar osteotomy of l2-3 and l3-4 harvesting of local bone graft harvesting of bone marrow for fusion pre-op diagnosis: lumbar stenosis lumbar spondylosis with myelopathy lumbar radiculopathy low back pain as perop notes: ".. Trial interbody cage was placed and x-rays were taken to ensure proper position of interbody cage. Once interbody cage of appropriate size was chosen, this was filled with bmp soaked sponge. The cage was gently tapped into the prepared interbody space.. No complications were reported.."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.